Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high left ventricular (lv) impedance measurements of 2005 ohms. Sensing and threshold measurements were within normal limits, and no noise was observed. There was no plan for intervention at that time. No adverse patient effects were reported. The device remains in service.